Event description:
A (B)(6) female came in through the emergency dept as an emergency rupture. The pt had a slight blush at the final run. The physician performed gentle ballooning. He decided to get the pt off of the operating room table and address endoleak at a later date. The pt is in need of add'l procedure.

Manufacturer narrative:
(B)(4). This report is still under investigation.